Manufacturer narrative:
Response to FDA request: this submission is a copy of the response letter sent to the FDA on 18-mar-2020 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. If information is provided in the future, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure and caused no delay to the procedure. It was reported that a patient who had an MRI with the stingray tracker on received a bur in shape of the tracker. The doctor reported that the burn was healing. The medtronic representative reported that the site was not following MRI safety protocol and the cable was not bundled per instructions. The procedure was a tumor resection. They were able to remove all of the tumor and the patient is healing just fine.

Manufacturer narrative:
Device lot number, or serial number, unavailable. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that a patient who had an MRI with the stingray tracker on received a bur in shape of the tracker. The doctor reported that the burn was healing. The medtronic representative reported that the site was not following MRI safety protocol and the cable was not bundled per instructions. They were able to remove all of the tumor and the patient is healing just fine.